Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The device was received in good condition with pressure chambers. The technician filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto air detector, which attached to filter holder interlock switch. The air pressure was checked and read 5.6 pounds per square inch (psi) positive 0.0/ negative 0.2psi. The reported issue was not confirmed. The technician installed 1000 milliliter (ml) water bag onto both pressure chambers, turned the toggle switch left to inflate, the idle needle reached 250 millimeters of mercury, which was out of tolerance. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. The technician replaced both pressure gauge as preventative action.

Event description:
It was reported that the customer ran into a problem where the tube was pliable. The tube would ll bend and cause an airway obstruction. No patient injury was reported.